Event description:
The issue occurred in the middle of a therapeutic ileus intestinal obstruction procedure. The procedure was completed using the same device. No delay to the procedure was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The device passed all inspection checks. However, the e226 output problem error code occurred twice in the error log. Based on the results of the investigation, the definitive root cause of the error code could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had an image problem. There were no reports of patient harm.